Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that patient had a right atrial lead that had low out of range impedance. In-clinic impedance measurements were normal. Sensing measurements were stable. Capture threshold had slight increase. Patient was not symptomatic. Lead would be monitored.